Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (b)(9) as follows: it was reported on an unknown date that the patient underwent for an unknown procedure. During the procedure, the surgeon was performing final tightening with the torque drive shafts and due to normal wear and tear, both shafts in the set ended up stripping at the distal end tip. The surgeon stripped the shafts at the total end of the procedure; therefore, no delay was obtained, and the patient was not impacted. The procedure was successfully completed. Concomitant device reported: unknown screw (part# unknown, lot# unknown , quantity 1). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).